Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: investigation revealed an undamaged keypad; however, investigators were unable to test the keypad responsiveness due to a blank display issue. Moisture damage was observed under the display lens and when the pump was opened, moisture was found on the keypad flex connector and the display flex connector. Additionally, the battery compartment was noted to be cracked and upon performing a leak test, a battery compartment leak was diagnosed, contributing to the moisture ingress issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the contrast, ok, down and up keypad buttons were under-responsive to user presses. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery. There was no indication that the product caused or contributed to an adverse event.